Manufacturer narrative:
Updated fields- b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3 ,h6(type of investigation, investigation findings, component codes , investigation conclusions), h11. A getinge field service engineer (fse) reported that the biomed, getinge trained technician, maintains unit onsite, and attempted to address issue. Biomed surfaced subject unit failing the all manifold test intermittently, specifically the third section of the pim. On a few occasions, the 4th section of the pim test, all manifold test, failed. Biomed reported unit working as intended, other than the all manifold test failures. The fse reported onsite and successfully completed a simulated treatment on subject unit upon initially testing unit with testing catheter and, trainer without exception. Identified nothing unusual in the logs. Unit initially passed the all manifold test. Ran compressor output test for about 30 minutes, completed the condensation removal procedure several times before reattempting another all manifold test. Pim test, 3rd section, of the all manifold test, failed by -14 mmhg. Replaced suspect pim, and successfully completed an all manifold test without issues. Unit calibrated and passed all functional and safety tests per factory specifications. The failure analysis and testing dept. Received part with a reported unit failure of the pim test after running the compressor output test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual. No failure found. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) failed all manifold tests. There was no patient involvement.